Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review found that the complaint relates to the servicing of the equipment during the period under review. The customer initial issue was confirmed however a reportable issue was identified during visual inspection. The downstream occlusion (dso) seal was detached. The dso seal will be replaced. The device will be returned to the customer after passing all tests.

Event description:
The customer returned the product for connection to the handset was broken and the pin broke off and the button connection was stuck inside. During device analysis, a detached downstream occlusion (dso) seal was found. There was no reported patient involvement.